Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump unable to perform occlusion and the excessive no delivery test due to motor error alarm. The blood glucose meter communicated properly with the insulin pump. Insulin pump passed self test. No rattling sound on battery or vibrator anomaly noted. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error and the blood glucose meter no longer communicated with the insulin pump. The customer's blood glucose was 270 mg/dl which was treat by a manual injection. The customer stated the night prior to the phone call it sounded like the battery was rattling in a cage. The device was not exposed to a strong magnetic field or MRI. The customer was unable to rewind the device. They are not using the sensor feature. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.